Event description:
Additional information was received stating the manufacture representative responded incorrectly, and the ipg was not replaced only the lead was explanted and replaced to address the issue. The patient's ipg is still implanted.

Manufacturer narrative:
Correction - section b5 - the ipg was not replaced only the lead was explanted and replaced.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146547.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was also explanted and replaced, but the reason is unknown. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.